Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose level was high. The customer's blood glucose level was 325 mg/dl at the time of incident and customer's blood glucose level today is in 400's mg/dl and treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.